Event description:
It was reported that the pt had rejuvenate modular stem and neck removed and revised with restoration modular system. It was additionally reported via sales rep phone call on (B)(6)-2012 that the surgeon reported the pt had pain and elevated cocr levels.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.